Event description:
It was reported that the patient experienced a nighttime low blood glucose of 65 mg/dl during the first week of ilet use, and neither the nurse nor the agent identified a device-related or user-related cause from the available report. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included case review of available data and assignment of additional user training. Investigation of this case revealed no device malfunction or component issue and no clear precipitating factor for the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.